Event description:
It was reported that in 2007, the md inserted a sheath via the femoral artery. The intra-aortic balloon (iab) was prepped per instruction. The iab was inserted and the md connected the iab to the pump. Two days later, in the afternoon, the pump alarmed "helium loss." The md pressed the reset button and "reported" the machine; the alarm continued as before. Blood was found in the area of the extension line. The md removed the iab from the patient and at that time blood was found in the membrane. Another iab was not inserted because the patient did not require more iab therapy. There were no reported patient complications.

Manufacturer narrative:
Evaluation: the intra-aortic balloon (iab) was returned. There was blood on all interior and surfaces of the iab. The returned serial number did not match the reported serial number. Super arrow-flex sheath was on the catheter approximately 14 cm from the proximal end of the bladder. The one-way valve was attached to the lock connector. Spring wire guide (swg) and pump tubing were not returned. Central lumen was broken approximately 26 cm from the distal tip of the iab. A vacuum was pulled on the one-way valve and held. A different swg was fed thru the central lumen, but exited inside the bladder. Iab was submerged and pressurized in water. Bubbles exited the distal tip and luer, indicating a broken central lumen; both ends of the iab were blocked. No other leaks were detected in the iab or bladder. A DHR re-review was conducted on the iab and it met all specifications and passed all in-process testing. It cannot be determined how or when the central lumen was compromised. The root cause could not be determined conclusion: broken central lumen